Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient met with a rep to adjust stimulation a couple weeks prior to the report and that 3-4 days later the stimulation moved to their stomach instead of their side. The patient stated that this was 'making his muscles mad' and so they shut off the ins. The patient was redirected to their managing physicians office. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, product type: lead; product ID: 977a260, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the cause of the stomach stimulation was that the leads moved. The patient was 'recalibrated' and the issue was somewhat resolved. No further complications were reported.